Event description:
Caller states the patient tested 6.4 inr on the coaguchek xs system while a comparison lab returned as 4.76 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.